Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (B)(4) reportedly displayed a mid09 (air trap assembly) error message during patient warming phase. Upon examination, the user found that the airtrap holder is damp; however, it was noted that the coldwell cap is in place and fluid was not pooling out of the coldwell. Following this, the user attempted to dry the moisture on the air trap; however, this did not resolve the issue. No known impact or patient consequence was reported.